Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (cartridge change error) could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 and a cartridge change error occurred during the load process. Blood glucose was 66 mg/dl. A new cartridge was successfully loaded to address the event.